Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulation from the patient¿s implantable neurostimulator (ins) ¿stopped.¿ it was further reported the patient received a ¿warning sign¿ that his ins ¿battery is low.¿ the patient was able to clear the warning by ¿pressing the green start charge key.¿ it was noted the patient¿s ¿last successful recharging session was one to two months ago¿ and the last time the patient felt stimulation was ¿one to two months ago.¿ the patient¿s ins was suspected to have gone into overdischarge. The ¿primary reason for overdischarge¿ was stated as ¿patient compliance.¿ it was noted the patient was ¿confusing the coupling bars with the ins charge level.¿ use of the ins¿s antenna locate feature ¿did not result in a power on reset¿ (por) message. It was stated the patient was able to charge the ins. It was also stated the patient was unable to adjust the stimulation and that the ¿ins was too low to turn on stimulation.¿ additional information stated the patient was to have their stimulator removed (B)(6) 2013. The patient stated they were "still having concerns with their device or therapy but had not sought further help." The patient noted they would "retain the stimulator as requested" by their insurance company. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead.

Event description:
Follow up information obtained from the physician confirmed that the implantable neurostimulator (ins) had ¿stopped working¿ and the entire system was explanted. No hospitalization was required for the event. No injuries were reported and the patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
(B)(4).